Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('post-implant pregnancy: ectopic pregnancy'), pelvic pain ('pain'), small intestinal obstruction ('small bowel obstruction') and mechanical ileus ('ileus obstruction') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cervical cyst, gravida ii, parity 1, abdominal pain, nausea, rash, postoperative pain and back pain. Concurrent conditions included pelvic fluid collection and hematuria. Concomitant products included hydrocodone bitartrate; paracetamol (norco). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced pelvic pain (seriousness criteria medically significant and intervention required), small intestinal obstruction (seriousness criterion hospitalization), mechanical ileus (seriousness criterion hospitalization) and dyspareunia ("dyspareunia"). The patient was treated with surgery (left salpingectomy, total abdominal hysterectomy with right salpingectomy and small bowel resection). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy, pelvic pain, small intestinal obstruction and mechanical ileus outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered dyspareunia, ectopic pregnancy, mechanical ileus, pelvic pain and small intestinal obstruction to be related to essure. The reporter commented: five coils noted after deployment with good placement. Right tubal ostia visualized and essure coil deployed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: tubal occlusion devices overlying the pelvis. Confirmation of correction positioning cannot be concluded on the basis of this exam; on (B)(6) 2018: mildly dilated loops of small bowel may relate to postoperative ileus. Early small bowel obstruction cannot be excluded. Mild bibasilar atelectasis. Computerised tomogram abdomen - on (B)(6) 2010: curvilinear metallic foreign body in the distal ascending colon near the hepatic flexure. No signs of perforation, pneumoperitoneum, or obstruction. This is the location of the patient¿s tenderness. On (B)(6) 2018: right-sided tubal occlusion device appears coiled in the uterine fundus. Looking back on 2008 exam, this does not appear significantly different in configuration however correlate with clinical history. On (B)(6) 2018: several dilated fluid-filled loops of small bowel with air-fluid levels consistent with small bowel obstruction. The transition point is likely within the right lower quadrant. Small amount of free fluid within the pelvis with foci of gas noted within the subcutaneous soft tissues of the anterior abdominal wall extending into the peritoneum, likely post-surgical. Patchy airspace opacities involving lung bases likely representing pneumonia. Correlate clinically. Hysterosalpingogram - on (B)(6) 2008: satisfactory essure device placement. Pathology test - on (B)(6) 2018: uterus, cervix, right fallopian tube: focal adenomyosis, uterine corpus. Essure devices. At the fundus on both the left and right cornu are segments of metallic spring-like wire measuring up to 3 cm in length. Pregnancy test urine - on (B)(6) 2018: positive. Ultrasound pelvis - on (B)(6) 2016: cervical cyst. Small amount pelvic fluid, nonspecific. On (B)(6) 2018: hypoechoic lesion with a central cystic component in the right adnexa. In light of a positive urine pregnancy test, no intrauterine gestational sac and the right ovary not well visualized, these findings may potentially represent an ectopic pregnancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,ectopic tubal pregnancy. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.